Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received scan result of 'lo' (reading <40 mg/dl) on the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms and self-treated by taking sugar. Subsequently, the customer was also administered with novorapid insulin (unspecified dose) by a non-healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.